Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that, on an unknown date, there was no medicine, and the patient was going into withdrawal. It was unknown what troubleshooting was performed. The outcome was unknown. No further complications were reported or anticipated.